Event description:
Per biomed - received error: "attention: battery health is degrading. Contact customer service. Ac connection recommended.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the system shutting down during use was unconfirmed. The unit was charged to 100%, unplugged, ran for 3+ hours down to 0% without shutting off abruptly without warning. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - received error: "attention: battery health is degrading. Contact customer service. Ac connection recommended.¿